Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: 1: lo (B)(6) 2015 05:24:00 pm fasting:yes. 2: 191mg/dl (B)(6) 2015 12:45:00 am fasting:yes. 3: 47 mg/dl (B)(6) 2015 03:19:00 pm fasting:yes. 4: 185mg/dl (B)(6) 2015 02:01:00 pm fasting:yes. 5: 147mg/dl (B)(6) 2015 02:53:00 pm fasting:yes. Customers concern:lo, 47mg/dl. Customer called on behalf of a patient stating the meter was reading lo. Meter date and time was not set correctly. Adverse event not reported.